Event description:
It was reported that the cannula partially separated from the flange on one (1) size 5.0 ped, pediatric tracheostomy tube. The 5.0ped device had been in use for ten (10) to twelve (12) days when the reported problem was detected. There was one pt involved with no reported pt compromise. The device was returned to the MFR for identification, analysis and investigation. In addition to actual device analysis, a site visit to the pt's home was conducted on 8/6/97. Pt's condition including physical activities, therapy/treatments as well as device usage and related concomitant medical products were discussed with both family and the home health care providers. It was also reported that during the daily securing and removal of some of the ancillary devices, difficulties were often encountered which required manual twisting motions.